Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the reported problem was found during the peripheral surgery. Surgery was completed with the fluoroscopy images. The philips field service engineer (fse) inspect the system onsite and confirm that the system was unable to perform exposure with footswitch. Upon functional testing, the fse checked the logfiles and confirmed that the wired footswitch button was working intermittently. To resolve the reported issue the fse replaced the wired footswitch. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's footswitch was unable to trigger exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.